Event description:
It was reported during routine eol (end of life) battery change a tear in the catheter near the pump in pump pocket was observed. Since patient had effective therapy the surgeon felt that the tear/cut didn¿t go through the lumen to cause a leak or lack of med delivery. He cut that portion off and reconnected it to a new catheter. Patient status at the time of the event was stated as alive - no injury. It was later reported on (B)(6) 2013 that the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j11330r06, implanted: (B)(6) 2000, product type catheter product ID 8575, lot# n085276, implanted: (B)(6) 2007, product type accessory. (B)(4).